Manufacturer narrative:
The event of a pump off event on (B)(6) 2025 found in the history tab with no audible alarms was originally reported under MFR. Report # 2916596-2025-08192 and will now be captured under this report. Manufacturer's investigation conclusion: the reported events of a pump off event and the system controller (serial number: (B)(6)) not audibly alarming were unable to be confirmed. Data was reviewed in the submitted log files and the system appeared to operate as intended for the duration of the log file. The controller supported the system without issue or alarm for the duration of the log files. No indication of an issue with the system controller was captured in the data reviewed. The system controller was not returned for analysis. The root cause of the reported event was unable to be conclusively determined via this investigation. The device history records were reviewed and the records revealed no deviations from manufacturing and qa specifications. The heartmate 3 left ventricular assist device (lvas) instructions for use (IFU), rev. D and the heartmate 3 patient handbook, rev. A are currently available. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. Chapter 5 of the IFU, "surgical procedures", states that during the implant process, a complete backup system (implant kit and external components) must be available on-site and in close proximity for use in an emergency. Chapter 7 of the IFU, "alarms and troubleshooting", addresses all system alarm conditions as well as the appropriate actions associated with each condition. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that there was a pump off event on (B)(6) 2025 found on the history tab with no audible alarms. Flow and pump function returned to stability. The patient was admitted to the intensive care unit (ICU). Log files were submitted which captured only routine events as there were no adverse alarm conditions. It was noted that there was not a pump off indication in the log file which began on (B)(6) 2025 at 5:48:28. The cause of the pump stop was not identified, and it did not show up in the log files again. It was stated that there were no adverse impacts to the patient due to the event, and it was later stated that the patient passed away while on comfort care due to reasons unrelated to the ventricular assist device (vad) or heart failure (hf).